Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed to open. The technical support specialist (tss) dialed into the system and used the retry button but failed. Tss then instructed the user to press down on the cubie, knock on the latch, tap under the drawer and press the retry, but the issue remained unresolved. The root cause was defective cubie. Tss then instructed the user to replace the cubie by the pharmacy to resolve the issue. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the cubie failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.